Event description:
During an atrial fibrillation procedure, there was bleed back from the sheath during mapping. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and a non-abbott white dilator were received for evaluation. The abbott dilator was not returned. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A tear was also noted on the distal face of the seal on one side of the slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the distal seal tear remains unknown. A corrective action was initiated to investigate the failure mode of the agilis leak.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and a non-abbott white dilator were received for evaluation. The abbott dilator was not returned. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water exited the hemostasis hub. A catheter from current abbott inventory was inserted into the sheath and an aspiration vacuum leak test was conducted again; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted again; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A tear was also noted on the distal face of the seal on one side of the slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the distal seal tear remains unknown. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.